Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was increasingly unresponsive. Reportedly, the customer pressed the button multiple times and was able to unlock pump using wake button. Customer¿s blood glucose was 350-400 mg/dl.